Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that the pump and catheter were explanted due to infection. The pump and catheter were discarded. The date of explant was unknown. The reporter was unaware of patient symptoms at time of infection. The reporter was unaware the system was explanted until re-implant was scheduled for (B)(6) 2013. The patient outcome was reported as alive with no injury and no adverse event. The device system was used to deliver baclofen. It was later reported that the pump was explanted over one year prior to the report due to the infection. Symptoms included drainage, incisional would opening and fever. The patient was admitted on the day of the report for pump re-implant.